Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb, due to a bent in the cable. Customer used an alternate usb cable and the pump charged successfully. The customer¿s blood glucose level was 165 mg/dl.